Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of skinvive¿ by juvéderm®, 1ml per cheek. Hcp states patient is "dissatisfied with the results" and is experiencing "swelling, welts, and lumps/bumps all over the face". Hcp also reports the patient has a "small area" that looked inflamed. Hcp specified no medical treatments have been provided yet but they advised the patient to massage the area. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a4, a5, a6, b5, h8.

Event description:
Hcp later reported the patients symptoms are resolving about a month later, states the patient is only experiencing "lumps that are palpable although [hcp] was not able to" confirm. Symptoms are ongoing.